Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the test failure is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
During servicing of electrode belt sn (B)(4) , which was returned for an unrelated investigation, a reportable problem was found. The rear therapy electrode cable was damaged.